Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error on the insulin pump that he was unable to clear. He stated that the numbers began to scroll without input and could not recall any significant event that led to these issues. The blood glucose reading was 95 mg/dl. Nothing further was reported.